Event description:
It was reported that a spectrum iq pump had no upstream occlusion alarm. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had no upstream occlusion alarm as the alarm was not sounding. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation set the device for upstream occlusion testing and the device passed. The user memory was reset, which returned sound to the alarms. Should additional relevant information become available, a supplemental report will be submitted.